Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their health care practitioner (hcp) and was diagnosed with a infection on the arm. The pod was worn longer than 48 hours. For treatment, the patient was given antibiotics (unknown). The site had a lump that was the size of a dime, red and hot to the touch. The site also had purulent discharge coming out of the site. The pod was removed and a new pod was activated. The pod was discarded.